Event description:
It was reported that the patient heard an audible alert from their device and went to the ER (emergency room). It was found that the patient had magnetic money that was interfering with their device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2004; 5076-52 lead, implanted: (B)(6) 2004. (B)(4).